Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The unit had a scratch on the right side. The unit was placed on an in-house system and was run in normal mode. The customer reported event was confirmed and reproduced by failure analysis.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, the monopolar function was not working and the iesu generator had faults c-00 and c-34 displayed. Customer was unable to resolve the issue. The procedure was completed with no reported injury using an external covidien force triad esu generator with a procedure delay of over 30 minutes. Intuitive followed up with the initial reporter and obtained the following additional information: the customer confirmed that there was no adverse outcome to the operation or patient. Patient demographic information was not available.